Event description:
Healthcare professional reported left side "voluntary recall (other)", "ruptured", and "baker IV capsule". Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and device rupture.

Event description:
Healthcare professional reported left side "voluntary recall (other)", "ruptured", and "baker IV capsule". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, d9, h3, h4, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening side assessed as fold flaw opening. Anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Capsular contracture : unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Device has been explanted.